Event description:
Customer reported being hospitalized with low bg. Customer's family member stated that daily totals did not match to bolus and basal rates. Family member also stated that basal rates were turned down all through out the week. Troubleshooting performed. Instructed custoemr to remove pump and resume injections.